Event description:
Customer reported that when mag2 is selected, system returns to normal mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the table sensor pcb. System operates as intended. Ge healthcare complaint number.